Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic feeling dizzy upon standing. The right ventricular lead exhibited loss of capture and was fractured. The lead was capped and replaced.